Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Was brushing teeth when the small, round, brush head fell into mouth / had broken off the post that clips onto the handle / a tiny bit of plastic with a piece of metal had also broken off [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that about a month ago, she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown when the small, round, brush head of the oral-b power oral care refills precision clean suddenly fell into her mouth. Upon inspection, the consumer found that it had broken off the post that clips onto the handle. The consumer replaced the brush head with a new one and thought no more about it. However, she reported that the same thing happened again on (B)(6) 2016, describing that in addition to the brush head falling into her mouth, a tiny bit of plastic with a piece of metal had also broken off. She noted that she had been using oral-b precision clean electric toothbrushes and replacement heads for a number of years and until recently had always been very satisfied with them. No symptoms developed. On 08-oct-2016 received follow-up e-mail from consumer: the consumer reported that she changed the brush heads every 4-6 weeks and that they had never been dropped since she purchased them. No further information was provided.